Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench testing, device stressing and power on/off cycling with battery only, ac only, and with battery and ac power connected without duplicating the report. The dock connector and monitor board were replaced as a precaution. Power related accessories were not returned for evaluation. The device was recertified and returned to the customer. Review of the device activity logs found no indications of device malfunction. No trend is associated with reports of this type.